Manufacturer narrative:
The service rep could not duplicate the problem. The system operates as intended.

Event description:
The customer reported the 9600+ system would not fluoro when the fluoro button was pushed. No pt injury was reported.